Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving three separate products; associated with mdrs# 1225714-2013-01775, 1225714-2013-01776, 1225714-2014-01085, 1225714-2014-01086, 2937457-2014-00499 and 2937457-2014-00500.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.